Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician experienced positioning / placement difficulty during attempted implant of an right atrial (ra) lead due to a helix problem. The lead was not implanted and a replacement was used instead. No patient complications have been reported as a result of this event.